Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 is alarming no disposable and pump had stopped. In call it was reported patient did not know how to clamp tubing. Patient again powered back on and continued to alarm no disposable with pump not running. The instruction over phone was to call md and if not able to reach the doctor, call clinic in the morning. Patient received unknown drug with a rate of 22.95 ml/jh and 102 ml was residual volume. It was reported patient did not have any adverse events reported to the incident.